Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/17/2025, it was reported by a sales representative via email that an unknown arthrex product had the central screw and baseplate not meet all the way and left a gap during the case. They did not feel comfortable implanting this based on the look. The case was completed by opening another two items to replace them. This was discovered during a rtsa procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, d1, d2a, d2b, d4, g3, g4, h6.

Event description:
Additional information was received on 03/21/2025: this was discovered during an rtsa procedure on (B)(6) 2025. The ar-9561-25s univers revers modular glenoid system, central screw, modular 25 mm, and an ar-9560-24-2 arthrex univers revers modular glenoid system modulas baseplate 24 mm +2 lat would not meet all the way and left a gap during the case. No devices broke during this event. There was a case delay of two minutes and added anesthesia in that delay time. The case was completed with the same product with a different lot. No negative effects were reported on or after the surgery at this time.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error due to misalignment and/or not using a taper press. The surgical technique, lt1-00112-en_j, outlines in the following under the steps for modular baseplate assembly: there is a hex tip that must be aligned between the components in order for the taper to engage (see illustration). Rotate the components until the hex features align, resulting in a tactile coupling. Place the joined components within the taper assembly stand so that the central post/screw is facing up. Note: use the taper press to ensure proper taper connection between components.